Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime compromised force sensor system test, excessive no delivery test, and displacement test. Unit had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's family called in to report that the battery died and that they were not able to remove the battery cap. The customer's blood glucose was 444 mg/dl. Troubleshooting was declined because they were not able to find the correct devices to fix the problem. The customer also declined to troubleshoot for high blood glucose levels. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.